Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the manufacturer¿s field service engineer (fse) confirmed the reported incorrect tidal volume issue. The fse confirmed that the customer refused service and quote. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported incorrect tidal volume. There was no patient involvement.